Event description:
Philips received a complaint from the customer reporting the v60 ventilator touch screen is not fully responsive. The device was not in clinical use. There was no report of harm. The customer biomed engineer (bme) reported a touch screen calibration failed to resolve the issue. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touch screen was damaged and determined replacement was necessary. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the touch screen once customer approval was received. The following parts were replaced to prevent failure in accordance with the maintenance procedure: inlet air filter, cooling fan filter. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.